Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the sample mesh test due to an incomplete mesh; however, the repair was not completed because cutters are not repairable devices. The device was returned to the customer as is. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00580-1 e1 telephone number: (B)(6). G2 country: canada.

Event description:
It was reported that outside of surgery on an unknown date, the roller is tearing the skin. During product evaluation, it was found that the cutter failed the test cut. There was no patient involvement. There was no adverse event associated with this malfunction. Due diligence is complete and there is no additional information available.